Event description:
Product applied by spray. Date of occurrence: 2007. Detail: the patient had a re-operation for sever aortic regurgitation following aortic root replacement with a homograft several years prior. At operation, the aortic root was replaced with a composite valve conduit manufactured by st. Jude consisting of a st. Jude mechanical aortic prosthesis attached to a dacron graft (hemashield?). The operator sprayed coseal on the proximal suture line and when he looked inside the graft, the coseal had penetrated the graft and the prosthetic valve leaflets that became immobile. The operator made diligent attempts to remove the coseal and eventually, this was accomplished after about 40 minutes direct stripping of the coseal from the leaflets were necessary. The procedure was completed and the patient has recovered from the surgery with no untoward events post-operatively. Additional information from dr, biosurgery, on twelve days later. In my interview with the surgeon, we discussed the procedure and device utilized. The procedure was a re-placement of the aortic root and ascending aorta and re-implantation of the coronary ostia because the patient had a previous root replacement with an aortic homograft for aortic regurgitation and after 10 years, had developed recurrent aortic insufficiency and severely calcified homograft. This is a well known complication of aortic homograft root replacement. To avoid a possible third operation, it was decided to replace the homograft with a prosthetic valved conduit manufactured by st. Jude medical containing a prosthetic bileaflet mechanical valve attached to a hemashield(r) conduit. This is a double velour woven dacron graft that is collagen impregnated to produce low porosity and maintain ease of suturing without the need for pre-clotting as that is difficult to do on full cpb. The procedure consists of removal of the homograft, suturing the valve to the aortic annulus, re-implanting the coronary ostia as cabrol buttons in the side of the graft and finally completing the distal anastomosis to the ascending aorta. In this procedure, the surgeon applied coseal s a spray to the proximal suture line and coronary ostia anastomosis before completing the distal anastomosis and re-establishing blood flow. To avoid coseal from entering the aortic root, he clamped the valve conduit prior to spraying. When he released the clamp after two minutes and looked inside, he noticed prosthesis, he irrigated and debrided the coseal from the leaflets, a procedure that is not recommended by the manufacturer because of possible damage to leaflets that are pyrolyte carbon mounted on a titanium frame. He managed to succeed in removing the coseal and the leaflets appeared to function properly and he completed the distal anastomosis and weaned the patient successfully from cpb. At the time of the interview, the patient was doing well and has probably been discharged. It appears that coseal penetrated through the interstices of the dacron prosthesis. Under normal circumstances, this would be highly unlikely given the nature of the product and the low porosity of the hemashield (r graft material).

Manufacturer narrative:
Baxter medical director assessment: 2007: under normal circumstances, penetration of coseal into a graft is highly unlikely given the nature of the product and the low porosity of the hemashield graft material. In this specific case, the graft has been clamped distally during application, but not pre-filled with blood, after the performance of the proximal anastomoses (two minutes after application the surgeons visually inspected the graft lumen). A technically plausible instance that would allow a considerable volume of product into the lumen of the graft is the instance that the coseal was sprayed when there may have been negative pressure within the conduit produced by the vent/suction catheter that was placed in the heart through the left atrium. This is typically used to maintain a dry operative field during the procedure, for decompression of the left ventricle and for the removal of air when the heart is returned to the bypass circuit. This could have happened when the clamp was placed on the graft prior to application of coseal. Under these circumstances, the aortic graft may often collapse. With sufficient negative pressure, it may be possible for the coseal to pass through the interstices of the graft or through any defects in the suture lines that may be somewhat slack before being stretched by restoration of aortic root pressure, especially because it no initial clotting of the suture holes by blood occurred (pre-filling). The other alternative explanation for the penetration of sprayed coseal into the graft lumen (and on the mechanical valve) is that the correct, recommended spraying distance and air pressure was not respected during the application. The third alternative might be a combination of negative intraluminal graft pressure (suction) and inappropriate spray technique (low distance and/or higher pressure) further investigation recommended: biosurgery us medical affairs (dr.certified cardiac surgeon) to contact the reporter and substantiate the suspicion of a potential negative pressure in the clamped graft during coseal application, and the spray distance and pressure used during the gas-driven application. In case the clarification on the above application details is inconclusive a clinical expert position from an external, experienced cardiovascular surgeon, familiar with the use of coseal in similar procedures is recommended (expert already identified by dept for medical education & surgical safety). At this point in time, we do not see any reasons for a change of the coseal or coseal spray set instructions for use. The preliminary assessment based on the existing information is that the application of coseal may have caused or contributed to the event. Md biosurgery.